Event description:
It was reported that when the asymptomatic patient presented in the operating room for a scheduled lead revision, externalized conductors were observed. High, out-of-range pacing lead impedance was noted in a prior follow-up. The lead was explanted and replaced without any adverse events. The patient was stable post procedure.

Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasions were noted at 44.6-45.1cm and 45.2-45.3cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 28.2-30.4cm from the distal tip. Internal insulation abrasions were noted at 12.2-13.3cm from the distal tip. The etfe coating was intact at these locations.